Event description:
Acct reports that the product leaked from the middle lever during the administration of dopamine and dobutamine to a neonate. The leak was not discovered until the nursing staff observed a drop in the pt's blood pressure heart rate and oxygen saturation levels. The nurse noticed there was a combination of solution and blood on the bedding apparently leaking from the stopcock. Amount of blood/solution not qualifiable. Nursing intervention required to change the set with quick improvement to the pt's vital signs. No other medical intervention was required. The sample was retained and given to the local "hbp" inspector 11/25/98.